Event description:
The customer reported that the patient suffered a cardiac arrest, during a hip procedure as the cement was placed. There was an 'instant reaction to cement placement.' The patient was resuscitated and transferred to the local hospital where they suffered further cardiac arrest and died.